Event description:
It was reported the clinician noted the pitocin was infusing though the pump, however the tubing was looped to a y-site instead of being connected to the patient. The pump did not alarm for occlusion in this situation. Oxytocin was programmed via interoperability on (B)(6) 2025 2217 at a rate of 2 ml/hr. Patient side occlusion alarm fired 20 seconds later, then infusion restarted. Infusion stopped and restarted 2305 at 4 munit/min. Infusion paused 2311, restarted 2313 (reason unclear, no change in dose). Infusion stopped 10/16 0044, then started a second later at 6 munit/min. Infusion stopped 0127, then started a second later at 8 munit/min. Infusion stopped 0241, then started a second later at 10 munit/min. Infusion stopped 0506, then started a second later at 12 munit/min. At 0754, "multiple alarms fired": bottle side occlusion, safety clamp open/close door, door opened, safety clamp open/close door, door closed. Customer believes this is when the error was noted. The infusion was then connected to the patient. Once infusion began correctly, patient reported contractions increasing with the pitocin. There was patient involvement however no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the clinician noted the pitocin was infusing though the pump, however the tubing was looped to a y-site instead of being connected to the patient. The pump did not alarm for occlusion in this situation. Oxytocin was programmed via interoperability on 15oct2025 2217 at a rate of 2 ml/hr. Patient side occlusion alarm fired 20 seconds later, then infusion restarted. Infusion stopped and restarted 2305 at 4 munit/min. Infusion paused 2311, restarted 2313 (reason unclear, no change in dose). Infusion stopped 10/16 0044, then started a second later at 6 munit/min. Infusion stopped 0127, then started a second later at 8 munit/min. Infusion stopped 0241, then started a second later at 10 munit/min. Infusion stopped 0506, then started a second later at 12 munit/min. At 0754, "multiple alarms fired": bottle side occlusion, safety clamp open/close door, door opened, safety clamp open/close door, door closed. Customer believes this is when the error was noted. The infusion was then connected to the patient. Once infusion began correctly, patient reported contractions increasing with the pitocin. There was patient involvement however no harm.

Manufacturer narrative:
Correction: disregard the initial report MFR report # 2016493-2025-135484. After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.